Event description:
It was reported that during the procedure to treat a target lesion in the left anterior descending artery, the 3.0 x 23 mm xience xpedition stent delivery system was advanced without difficulty; however, the device shaft separated at the proximal hypotube, at a site outside the guide catheter and patient anatomy. The separated device was easily removed from the guide wire and guide catheter. There was no damage noted to the device prior to use. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.